Event description:
A customer contacted baxter's (B)(4) regarding a check patient line alarm on the homechoice (hc) display during fill 1. The caregiver (cg) stated that she noticed that there was air in the patient line, so the cg disconnected the home patient (hp), restarted the fill to push the air out of the line, and then reconnected hp. The technical service representative (tsr) explained that supplies were compromised. The tsr then walked cg through ending therapy early procedure. The tsr advised cg to inform the nurse of what happened in the next 24 hours, since cg reconnected hp to the patient line. The cg understood the explanation, ended therapy, would start over with new supplies, and agreed to call the nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the caregiver (cg) regarding the air in line, it was revealed that the issue was resolved, and the cg explained that she had not primed the line completely that caused the air in line. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that hp is doing well and continuing therapy without issues. Per cg, there were no loose connections, disconnections or defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. From a follow up call by product surveillance, the patient stated that the patient line was not completely primed. Per the complaint information the cause of the check patient line alarm is the air in the patient line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.